Event description:
The drill bit snapped in two when surgeon used it. A portion of the drill bit remains in the patient.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.